Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the coil was used to treat a bleeding after a hip total endoprosthesis (tep). The coil could not be pushed through the progreat 2.4. There was a resistance in the distal part of the microcatheter. Therefore no implant of the coil was possible. The physician used an nv-2-4-helix to complete the procedure (with the same microcatheters) without any problems. The report was clarified that the coil could not be delivered and deployed because of resistance. The initial information reported was incorrect. No continuous flush was used.

Event description:
Additional information was received reporting that there were no detachment issues with the coil, the coil was stuck in the catheter. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-ap-ID, (lot: unknown); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a concerto coil that had resistance in the microcatheter and failed to detach. It was reported that the concerto coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil was advanced through the sheath without issue but had resistance in non-medtronic microcatheter during delivery and could not but pushed out. The coil was removed and inspected. No stretching of kinking of the coil or pushwire was observed. During the same procedure, the coil could not be detached with the instant detacher (ID) or manually with the hypotube. The coil was removed and replaced. The same microcatheter was used to deliver a concerto nv-2-4-helix coil to complete the procedure successfully. There were no patient symptoms or complications associated with this event. Ancillary device: progreat 2.4 microcatheter.